Event description:
A published case report of a patient with a lma proseal inplace. The patient began to cough and bile-stained fluid was seen in the airway tube. A gastric tube could not be placed through the drain tube. Fluid was suctioned through the airway tube. Fiberotic exam of the drain tube revealed the lma was folded over at the mid portion of the cuff bowl. The lma was removed and the patient was intubated. The patient had no post operative sequelae.